Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds. Additional information indicated that the thresholds were slowly creeping up and the patient did not feel well several months. The physician then decided to perform a surgical intervention. This lv lead was surgically abandoned. No additional adverse patient effects were reported.